Event description:
The customer reported that the left monitor flickered and would not display video during procedures. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the left monitor, the display adapter and gpos boards and reloaded the sys software. The sys was tested and found to be working as intended and put back in svc.